Event description:
A doctor removed a 1-level cervical plate sometime in 2003. No complaint was made until jan. 2004. The plate was removed because one or more screws were observed, at a routine follow-up examination, to have backed out of the plate. An ortho development product development engineer flew out to meet with the surgeon and determined there was no detectable reason for the screw to back out. This back out was detected in a routine follow up visit at which time the patient was asymptomatic. Upon removal of the implant, the surgeon determined that the patient was stable and the hardware was removed without replacement.